Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was limited to performing transactions in zone 12, and when attempting to add items to a patient profile, only zone 12 items were displayed. A technical support specialist (tss) reviewed the populate settings and found all preselect fields set to "no." They then adjusted the zone setup by toggling the relevant fields and enabling the preselect zone. After these changes, customer was able to successfully issue items to the patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the user was able to perform transaction in zone 12 alone. When they tried to add a new medication to patient, only medications from zone 12 were populated. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the user was able to perform transaction in zone 12 alone. When they tried to add a new medication to patient, only medications from zone 12 were populated. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay or adverse events or injuries reported based on this event.